Event description:
Information was received indicating that a smiths cadd-prizm vip ambulatory infusion caused under delivery and that the battery over heats. There was no reported serious injury to the patient.